Event description:
It was reported that the pump declared an altitude alarm 21, which resulted in the insulin being suspended due to the alarm condition. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.